Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a non-calcified or tortuous lesion in the left anterior descending (lad) artery. The 2.50x15mm rx xience skypoint drug eluting stent (des) system was advanced to the target lesion however the balloon would not inflate. The connection to the inflator was checked again and still the balloon would not inflate. The des was removed without issue and the procedure completed using another des. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.